Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing of the device, using a black reload, staples in the middle of the staple line were open/not formed. There was bleeding which was controlled by over sewing the staple line. There was not a lot of bleeding, but the exact amount was not known. No transfusion was required. The procedure was completed with the same device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Intra-operative video received: based on the visual evidence in the video, the belief is that the plee60a device was fired to close to the bougie which caused the staples to not form properly. Hands on analysis of the device and cartridge may provide additional evidence to confirm the cause of the complication.